Event description:
The customer reported that the system displayed fluoroscopic errors and failed to allow fluoroscopic exposures. System functionality was recovered after a reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer removed the interconnect cable, reseated the cable and rebooted the system. The system functioned correctly and no further service was required. No conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.